Manufacturer narrative:
(B)(4). Concomitant products: 0100181480 ¿ metasul head ¿ 2426404; 0100185145 ¿ metasul head adapter ¿ 2421995; 0100214154 ¿ durom cup ¿ 2423579. Customer has indicated that the product will not be returned to zimmer biomet for the investigation as the product remains implanted. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that patient underwent a left hip revision approximately 11 years post implantation due to metallosis, elevated metal ion levels, pain, and decreased activities in daily living. During the surgery, corrosion was noted on the sleeve and taper of the stem. The head was removed and replaced. Attempts have been made and no additional information is available at this time.

Event description:
No additional event information to report at this time.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Reported event was confirmed by review of medical records noting patient underwent a revision due to pain and difficulty performing activities of daily living. The metal ion levels were elevated, clear fluid and mild metal staining was present in the joint. Corrosion was noted to the sleeve and more taper of the stem the head was replaced with new products without complications. DHR was reviewed and no discrepancies were found. The root cause is unable to be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.